Manufacturer narrative:
Approximate age of device - 1 year, 10 months and 29 days. Device evaluation: the evaluation of (B)(4) confirmed the report of suspected pump thrombosis. Upon disassembly of the returned device, a large thrombus formation was observed surrounding the outlet bearing cup and ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. The dark areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. Visual inspection of the remaining blood-contacting surfaces of the returned device did not identify any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated ldh and plasma free hgb levels. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was a pump exchange on (B)(6) 2018 due to possible thrombus. During the exchange, the patient's surgeon, dr. (B)(6), did not see any evidence of clots, but the patient's lactate dehydrogenase (ldh) was over 2000 u/l and plasma free hemoglobin (hgb) was over 150 g/dl. Additional information was requested but not provided.